Manufacturer narrative:
Evaluation summary: the elevator must be adjusted. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with a 510k number k192245.

Event description:
During the incoming inspection penatx (B)(4) detected an elevator that did not reach 90?¿ there was no report of patient harm.